Event description:
During a case, a pt was in the prone position with approximately 25 degrees of trendelenburg. A mayfield head clamp was being used. The table drifted into a full trendelenburg and the head clamp impacted the floor. The pt received minor contusions from the impact.